Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-09003. B1 updated to adverse event. B2 outcomes: death and date of death. F6/f8-should have been left blank. G1 MDR reporting contact name and address missing. H1 type of reportable event: death. H.6 code 4611 was reported incorrectly. New code was added to health effect - impact code.

Event description:
The user facility reported an impella cp in a 68yo male patient for mechanical circulatory support. It was reported that the patient experienced suction problems and a thrombus was observed at the pump outlet. The team made the choice not to explant or replace the pump as the patient condition was poor. The patient subsequently expired from multiple organ failure unrelated to use of the device.

Manufacturer narrative:
The investigation for the reported low pump flow and thrombus has been completed. The impella device nor the data logs were returned for evaluation. However, clinical details provided states that an echo revealed a thrombus at the pump outlet. Therefore, the most likely root cause of the low pump flow was due to patient condition, as biomaterial was found in the outlet, as per clinical details. The instructions for use states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ it also states ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.